Manufacturer narrative:
(B)(4). This is a report of a use error where the patient line clamp was closed during priming. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that air was noticed in the patient line during peritoneal dialysis therapy without an alarm. This event occurred on the homechoice device during fill one while the patient was connected. During troubleshooting, it was discovered that the patient line clamp was closed during priming. The technical service representative advised the patient to end therapy and to start over with all new supplies, and reviewed proper procedure per user manual. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.